Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed come out of the nozzle was unable to be identified. Furthermore, physical damage was not found at the foreign material residue point. Therefore, the root cause of the reported events is unable to determined. Per additional follow up from the customer, the device was cleaned, disinfected and sterilized the product before it sent in for repair. However, according to the customer, it is unknown if the nozzle was flushed with water and air, if there was any delay, if the nozzle was flushed with the detergent solution, if there were any abnormalities in the accessories used for reprocessing, if the endoscope was immersed in the detergent solution and if the nozzle was wiped/brushed the air/water with clean lint-free cloths, brushes, or sponges. The event can be detected & prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-260 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-260 series reprocessing manual: chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.